Manufacturer narrative:
According to the field, the right ventricular (rv) lead will not be returned for analyiss. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure this right ventricular (rv) lead had to repositioned multiple times and exhibited high pacing threshold measurements. The rv lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.